Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to reach the lesion with a taxus express2 3.5 x 20 mm stent, however, could not cross the lesion. After the removal of the taxus stent from the pt's body it was noticed that the proximal edge was flared. The procedure was successfully completed using another of the same product. No complication or injury was reported. Pt status is reported as "satisfactory/good."